Manufacturer narrative:
The correction of h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no corrected h3a device evaluated by manufacturer: yes previous h3b device not eval provide code: other corrected h3b device not eval provide code: n/a previous h3c if other provide code - explain: device not returned to manufacturer corrected h3c if other provide code - explain: n/a. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The device was not being used for patient treatment upon the event occurrence. According to the information gathered, the issue was discovered during preventive maintenance. As stated by the subject matter expert at the manufacturing site, label peeling is probably due to collision or repeated excessive rubbing during cleaning of the device, the use of aggressive or unsuitable cleaning agents may be a contributing factor. The user manual mentions to check the lightheads for chipped paint, impact marks and any other damages during daily checks. A root cause analysis for paint peeling problem was performed by subject matter experts and concluded that all maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid the collisions between devices. Minor paint chip can be repaired with touch up paint, nevertheless, the parts impacted by serious damage must be replaced. It is also recommended to avoid excessive friction during cleaning or inappropriate cleaning products. Regarding paint chipping on fork axle: according to the photographic evidence, the stainless-steel axle is partially chipped and shows no signs of rust. The adjacent painted surfaces are not involved by paint chipping, therefore a defect in the cleaning protocol can be excluded. The chipping of the paint is probably due to a lack of adhesion caused by an isolated preparation defect during the painting process. This is not a recurrent case, if other cases are reported, an investigation will be conducted with the supplier in order to undertake preventive actions. To prevent any incident, the instructions for use IFU 01581 & 01781 mentions: do not use a damaged device because it may lead to a risk of injury for users or a risk of infection for patients. Check for any chipped or missing paint during the daily inspections before use. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Event site name: (B)(6) event site telephone: (B)(6) the unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Additional information will be provided following the conclusion of the investigation.

Event description:
Getinge became aware of an issue with one of surgical lights - powerled. It was stated and confirmed by photographic evidence that the paint was peeling from fork and the label was chipping off. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.